Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low and high blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is 80-110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the nursing medicine room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 03/14/2021 and open vial date is unknown. The meter memory was reviewed for previous test result history. (B)(6).